Manufacturer narrative:
(B)(4). Date sent: 04/07/2020. Per photographic evaluation: the device has 15 beads and is a clasp linx device. The clasps are in an unlocked position. No other conclusions regarding the dimensions and functionality of the device can be drawn from the provided image. The DHR for lot 23733 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Date of event: only event year known: 2020. Additional information was requested, and the following was obtained: what was the reason for removal of the linx device? Patient complaining of sporadic dysphagia. Why does the surgeon think that the patient was not a good candidate for the linx device? Inconsistent complaints from patient, works one day, doesn't the next. On what date did the implant take place? On what date did the explant take place? (B)(6) 2020. Was there any hiatal or crural repair done at the same time as the implant? Yes. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. What is the lot number for the linx device? Lxmc15. Lot 23773. Does the patient have any of the allergies to metals? No allergy to metal. Is the patient currently taking currently taking steroids / immunization drugs? No. Current steroids or immunosuppressive drugs. Took several weeks of prednisone after linx placement for dysphagia. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No preoperative dysphagia. Normal motility on ugi. Egd with erosive esophagitis and 5 cm hiatal hernia. Was mesh used at time of implant? No mesh used. 3 x 2 cm hiatal hernia defect closed with interrupted 0 ethibond sutures. No tension on closure. At the time of removal, was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that the doctor explanted the linx and then performed a nissen fundoplication. The patient has recurrent symptoms and the physician was concerned that the patient was not a good physiological fit for the linx. The doctor did not have to cut the linx device and was able to unclasp it laparoscopically and remove it without incident. There were no other complications. There were no patient consequences reported.